Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed high resistance/impedance, leading to elective replacement indicator (eri). Battery depletion/eri due to high battery impedance was logged on (B)(6) 2011, prior to explant. Ramware version 8 installed on (B)(6) 2011.

Event description:
It was reported that the physician was concerned about the device reaching elective replacement indicator early. The atrial lead was not sensing the atrial dysrhythmia. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.